Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the rn was disconnecting the extension set from the smartsite on the central line when the spin cap broke off. There was no patient harm.